Event description:
It was reported that the patient presented for implant procedure. During implant procedure, the patient's left ventricular lead was causing discomfort due to extra cardiac stimulation. It was elected to abandon the procedure on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned for analysis. Final analysis did not find any anomalies on the lead. Analysis returned normal.